Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely no signal of the digital visual interference occurred due to a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated based on the asset return process, and there was found to be a printed circuit board failure; this caused a no signal issue and prevented the dvi1 (digital visual interference) output. Additional findings include the following: the top cover, front panel, rear panel, chassis and chassis feet needed to be replaced due to poor appearance, an upgrade was needed on the power switch, and the locking lever was loose and the video connector socket failure needed replacement. It was also recommended that the software be upgraded to version 1.04.17. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was a printed circuit board failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.